Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ degenerative disc disease/ herniated disc pain. It was reported that the patient was having difficulty charging and keeping the black bars. Patient stated it was taking too long to charge and was frustrated. It was reported the manufacturer's representative (rep) had the patient turn dial on the recharging head and also recommended tucking pillow or towel behind the recharger. Issue has not resolved at this time. A follow-up to be made with the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had received a new antenna and could not put the recharger into antenna locate (al) or prm mode due to the patient¿s implantable neurostimulator (ins) being discharged. It was noted that no trauma/falls were reported. The rep reported that multiple attempts were made previous to the call. Technical services reviewed button sequence for al and prm mode and had caller try prm again (3 times) with no success. The rep was transferred to repair, and a new recharger was sent to the patient. No symptoms were reported. No further complications were anticipated/reported.